Manufacturer narrative:
The returned device was visually and functionally inspected, and no abnormalities or damage were identified. Review of the manufacturing records found no deviations or nonconformances. Based on available information, no device malfunction or manufacturing related issues was identified. Although the definitive cause of death has not been determined, the event may be associated with postoperative complications and the patient's underlying medical conditions.

Event description:
A patient underwent a spinal procedure at l3/4 using the lateral interbody fusion prone transposes (ptp) approach for adjacent segment disease on (B)(6) 2026. No intraoperative abnormalities were reported, and the immediate postoperative course was initially stable. Four days postoperatively, the patient experienced bleeding requiring transfusion, after which the patient stabilized. Two days later, radiographic imaging identified a hematoma near the segmental artery near the l3/4 level on the left approach side. Later that evening, the patient's condition deteriorated, including development of a psoas muscle hematoma followed by non-occlusive mesenteric ischemia (nomi), which was triggered by hemorrhagic shock. The patient subsequently expired.